Manufacturer narrative:
The insulin pump was unable to confirm compromised force sensor system alarm due to detached end cap. The drive support cap was inspected and no anomaly was noted. The pump was received with cracked battery tube thread, cracked case near display window corners, and minor scratches on display window.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated the high blood glucose readings with syringe. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be protruded. The customer also stated that the seal of the pump is broken. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.